Event description:
Per the clinic, the patient experienced vertigo sensation with device use. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed july 30, 2013.